Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion it was mentioned that the air bubbles were noted in the sheath. Thus, the sheath was replaced with another same model sheath, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.